Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the catheter was replaced because the healthcare professional (hcp) did not think it aspirated well. No patient symptoms reported. The pump was used to deliver lioresal (baclofen).